Event description:
It was reported that the device could not be interrogated and had no magnet response indicating backup vvi mode. Last interrogation in (B)(6) 2017 revealed 6 months life on the battery. The patient was tired and had sick sinus syndrome due to back up. The pacemaker was not pacing appropriately. The device was explanted and replaced on (B)(6) 2018. The patient was better post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error resulting from code corruption, consistent with effects of low battery voltage.